Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia cassettes had caps that ¿slipped off"¿ from the patient line prior to prime. The customer secured the caps by placing a piece of medical tape. There was no patient injury or medical intervention associated with this event. No additional information is available.